Event description:
The complainant contacted leica biosystems in relation to peloris rapid tissue processor serial number (B)(4), and the following information was documented: "underprocessed tissue on retort a & b that occurred on (B)(6). Customer called southern biomed that services the instrument. (B)(4) biomed recommended that they change out all reagents. Customer dumped all reagents bottles and wax chambers. Customer reached out to leica cse to inquire about initial recommended set up." On (B)(6) 2021, the assigned leica field applications specialist - core histology (fas) communicated with the complainant and documented the following information: "customer dumped all reagents on board instrument prior to reaching out for assistance. Customer states that bottle 10 was cloudy prior to being changed out. Also on (B)(6) @ 11:48am code 18 was displayed for bottle 10. Customer states that when other service company measured bottle 10 it measured as 66.8% when the software read it in the high 90% range." The fas advised the complainant to refer to the manufacturer instructions detailed in the leica peloris quick tips for initial reagent set-up information and to perform a verification processing run(s) using test tissue in both retort a and b of the instrument, prior to processing further patient tissue samples. The fas further documented that the patient tissue samples exhibiting sub-optimal processing were derived from both the "long" protocol comprising 120 cassettes, which was executed in retort a and had an end time of 09:02pm on (B)(6) 2021 and the "long" protocol comprising 260 cassettes, which was executed in retort b and had an end time of 03:07am on (B)(6) 2021. The tissue type and size of the affected patient tissue samples were detailed as: "long" and "midum [sic] size" respectively. On 20 october 2021, leica biosystems (B)(4) received information from the assigned leica field applications specialist-core histology that all patient cases involved in this event were diagnosable, and re-biopsy of a patient(s) had not been either recommended or performed.

Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that event code "16" and the following associated message was displayed to the user at 17:55pm on (B)(6) 2021: "final concentration threshold for absolute ethanol exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure absolute ethanol station, bottle 10"; and event code "18" with the following associated message was displayed to the user on four (4) occasions at 11:47am on (B)(6) 2021: "cannot run protocol; final concentration threshold for absolute ethanol exceeded. Replace least pure absolute ethanol station, bottle 10. At 11:48am on (B)(6) 2021, bottle 10 (absolute ethanol) was not in contact with the corresponding sensor for approximately five (5) seconds, which is not sufficient time to replace the reagent in this bottle. At 11:48am on (B)(6) 2021, the station properties for bottle 10 (absolute ethanol) were reset, with a user affirming in the graphical user interface (gui) that the ethanol concentration in bottle 10 was to be set to the default value of 100%. The properties of the reagent in bottle 10 prior to these user actions were recorded in the instrument logs as: absolute ethanol concentration=56.8%, cycles=86, cassettes= 9120, days=80. Although a user affirmed in the gui that the ethanol concentration in bottle 10(absolute ethanol) was to be set to the default value of 100% at 11:48am on (B)(6) 2021, the actual absolute ethanol concentration would have remained unchanged at 56.8%, because bottle 10 (absolute ethanol) had not been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, it is likely that the reagent in bottle 10 (absolute ethanol), which had an ethanol concentration of 56.8% due to the use error when replacing the reagent in this bottle, was used for the final dehydration step of both the "long run" protocol started in retort a at 11:48am on (B)(6) 2021 and the "long run" protocol started in retort b at 17:53pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the patient tissue samples, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in the sub-optimal processing of patient tissue samples reported by the complainant. Investigation of this complaint found that the instrument functioned as designed during execution of both the "long run" protocol started in retort a at 11:48am on (B)(6) 2021;and the "long run" protocol started in retort b at 17:53pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at 11:48am on (B)(6)2021. The facts indicate that a user did not complete manual replacement of the reagent in bottle 10 (absolute ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual when event codes indicating that a protocol could not be run, because the final concentration threshold for ethanol had been exceeded, were displayed. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing